Event description:
Procedure: nephrectomy. According to the reporter: the clip applier got stuck on renal vein and would not release. To remove the device the surgeon clipped on each side and cut in the middle. Another clip applier was used to clip on. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).